Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date listed in date of event is the date when abbott diabetes care became aware of the event. The date of manufacture is unknown. The date listed in date received by manufacturer is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A pharmacist reported that a customer¿s daughter gave the individual the customer¿s adc blood glucose meter, noting it was producing higher readings than readings obtained on a healthcare provider¿s meter. No actual readings were provided. The daughter noted the customer had been hospitalized on an unspecified date due to the readings issue. It is unknown what treatment may have been rendered. Attempts to gather additional information have, thus far, been unsuccessful. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product was returned for this complaint and a valid serial/lot number was not provided. Dhrs have been reviewed for all precision strips within expiration at the time of complaint and the DHR review showed no there were no deviations from the validated manufacturing process and no issues were identified. A review of optium xceed meters was conducted and there were no deviations or abnormalities which could have caused the complaint.

Event description:
A pharmacist reported that a customer¿s daughter gave the individual the customer¿s adc blood glucose meter, noting it was producing higher readings than readings obtained on a healthcare provider¿s meter. No actual readings were provided. The daughter noted the customer had been hospitalized on an unspecified date due to the readings issue. It is unknown what treatment may have been rendered. Attempts to gather additional information have, thus far, been unsuccessful. There was no report of death or permanent injury associated with this event.